Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an infusion of norepinephrine the "safety slide clamp did not engage" and there was unregulated flow. The patient's systolic blood pressure increased to 290 but normalized over time. The infusion was stopped for approximately 5 hours then restarted. There was no report of lasting injury.

Manufacturer narrative:
The customer¿s report of a safety clamp not engaging when the door is opened was replicated. Physical inspection of the device noted an impact dent on the bottom left of the rear case. The door latch assembly manufacturer date was not engraved, indicating the part is not from carefusion. There were no other anomalies or damages. Analysis of the pcu event and error logs shows no activity related to the reported event, including any flow stop events. Test results indicate the safety clamp will not activate when using the customer¿s pump module using a new disposable set. A comparison between the customer¿s door latch and a door latch from a lab device noted several differences, confirming the returned device to have a non-carefusion door latch. Test results indicate that the issue with the safety clamp not activating when the door is opened is related to the non- carefusion door latch assembly. The root cause of the customer¿s complaint with the safety clamp not engaging with the sear when the door is open is attributed to use of a third party door latch assembly.

Manufacturer narrative:
The customer¿s report of tubing clamp failed causing free flow could not be confirmed. However, based on the picture received by the customer, it was noted that the flo-stop slide clamp was not fully engaged causing the tubing not to be clamped off.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
(B)(4)

Event description:
The customer's medwatch states that the 'IV safety slide clamp (the one that engages automatically when the tubing is pulled out) did not engage and the medication flowed into the pt. The clamps and tubing were not saved in the first incident, but were for the other two incidents. Event #1: 4-port. Per rn #1, the safety slide clamp (the one that automatically engages when the tubing is pulled out) did not engage, the medication flowed directly into the pt. Systolic blood pressure dramatically increased to 290. The tubing was not saved. (B)(4).